Event description:
It was reported to boston scientific corporation that a securi-t replacement was used during a replacement procedure. Procedure date was reported to be in (B)(6) 2013 (the exact day is unknown.) According to the complainant, during the procedure when the physician attempted to remove the placed device the internal bolster detached inside the patient. The bolster was retrieved.. The procedure was completed with the new securi-t device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed that the internal bolster was separated from the device. Remnants of the bolster remain on the end of the tubing and the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bolster to detach. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t replacement was used during a replacement procedure. Procedure date was reported to be in (B)(6) 2013 (the exact day is unknown.) According to the complainant, during the procedure when the physician attempted to remove the placed device the internal bolster detached inside the patient. The bolster was retrieved. The procedure was completed with the new securi-t device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.